Event description:
An orthopat device was returned to haemonetics on (B)(4) 2012 due to not being utilized by the user facility. No other information was given.

Manufacturer narrative:
An orthopat device was returned to haemonetics on (B)(4) due to not being utilized by the user facility. No other information was given. Upon evaluation, fluid internal to the device was discovered. Damage to electrical components were verified. Components which were replaced due to the blood spill include power supply, distribution pcb, controller pcb, ac harness, ac filter and centrifuge. The machine is now ready for use. (B)(4).